Manufacturer narrative:
(B)(6).

Event description:
It was reported that an embolism occurred, requiring additional intervention. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for use in the endovascular therapy procedure to treat the lower extremity arterial disease. The jetstream xc catheter was used along with a jetstream sc catheter to cut the lesion in the sfa eight times. Plain old balloon angioplasty and treatment with a drug-coated balloon followed. On final imaging, it was noticed that plaque-like substance had embolized near the tibioperoneal trunk and a peripheral embolization occurred. Aspiration and a balloon dilation were performed to resolve the peripheral embolism.